Event description:
The nurse stated the IV rate was adjusted as ordered, however it was found by the surgeon to be infusing at a much higher rate, thus promoting and prolonging the patients' hypertensive state. There have been numerous complaints from staff and anesthesiologists regarding the difficulty with setting a drip rate. It either runs in very quickly or is off. It is very difficult to regulate precisely. One physician says it seems like the tubing has a "memory" and that it he begins to have difficulty regulating the drip rate as he moves the roller clamp up or down the tubing, and he is better able to regulate it. We have discussed the necessity for using IV pumps for patients for which fluid regulation is most critical. Hospira changed roller clamps last year in an attempt to improve product, but the new roller clamps simply don't do as well. So we have gone back to the older ones. I am thinking you have run into a batch of these older clamps, which for the most part work fine - but there are some lots that have shown inconsistency in totalling shutting off the flow, or not being able to regulate as well. This should be a limited experience and not a permanent problem.